Manufacturer narrative:
(B)(4). Initial reporter¿s phone number: (B)(6).

Event description:
On 05dec2019, an eye care provider (ecp) in (B)(6) reported a patient (pt) was diagnosed with corneal ulcer while wearing acuvue® oasys® brand contact lenses (cl). The pt experienced an ¿eye infection¿ a few weeks ago and visited a specialist who diagnosed a corneal ulcer (unknown eye). The event occurred on (B)(6) 2019. The pt was prescribed ocuflox 0.3% eye drops, to apply ¿4 times a day or more.¿ the reporting ecp advised the pt¿s ¿eye is healing now.¿ the pt will return for an eye check-up with the ecp ¿after 2 weeks.¿ the reporting ecp agreed to provide the pt¿s medical report ¿after a few weeks¿ when the pt provides it. The reporting ecp refused to allow the pt to be contacted for additional information. No further information was provided. On 09dec2019, the reporting ecp was contacted, but no further information was received. On 16dec2019 a call was placed to the reporting ecp who advised the pt is due for an eye check this afternoon. The ecp will provide additional information via email as soon the eye check is completed. Multiple calls were placed to the reporting ecp for additional medical information, but nothing additional has been received. The suspect cl was discarded. No product or lot information was provided for the affected product. No analysis could be conducted. If any further relevant information is received, a supplemental report will be filed.

Manufacturer narrative:
On 31dec2019 an email was received from the patient¿s (pt) eye care provider (ecp) who provided additional medical information. The ecp reported the affected eye is the os and is located superior to visual axis. The pt¿s visual acuity has not returned to 6/6. The pt is no longer on eye drops, but previously prescribed ocuflox hourly, then tapered down over a few weeks. The corneal ulcer has resolved. The pt was prescribed a 2- week wear schedule. Also received the pts medical report dated on (B)(6) 2019 the pt consulted on (B)(6) 2019 following an episode of corneal ulceration os. On the onset of the ulcer, the pt was admitted to the hospital on (B)(6) 2019 and the last visit was on (B)(6) 2019. Os va was: 6/6. Anterior eye exam showed os corneal scar superior to visual axis, no staining. The pt was advised to switch to daily contact lenses. The importance of compliance with contact lenses was emphasized. The pt will have a recheck in 2 weeks to recheck the vision. No additional medical information has been received. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot: b00s38t was produced under normal conditions. If any further relevant information is received, a supplemental report will be filed. Section h6: code 1793 - corneal scar.